Event description:
It was reported via legal documentation that a patient underwent the first left knee revision on an unknown date approximately six (6) years after the initial arthroplasty. Subsequently, in the years following the first left total knee revision procedure, the patient began having persistent pain that required multiple aspirations and lab work which were negative for infection. The dates of the required aspirations are unknown. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: 204-24-13 - ps tibial inserts sz 4, 13mm: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t: (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm : (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6), 234-02-04 - optetrak asy, ps cemented femoral, sz 4,: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.